Event description:
The instrument allows a maximum of 3 kits of the same analyte to be in the instrument's database at one time. If a user attempts to add a fourth kit, the instrument prompts the user to delete one of the existing 3 kits in the database. It is possible for the user to leave the prompt screen without deleting a kit. To recreate the fault, the operator must activate the kit display screen for the first time after the software was started, after failing to answer the initial prompt to delete a kit. When the user tries to add a new kit of a different analyte that also has 3 existing kits in the data base, the same prompt to delete a kit from the database appears. If the operator answers the prompt & deletes a kit, a portion of the parameters from the second kit are saved with the first kit (i.e., units of measure for the result). The information for the second kit is stored properly. Incorrect units of measure were reported with results (iu/ml vs. Pg/ml or pmol/ml) for instrument d0447. Reported patient results were reviewed. There was no inappropriate patient treatment administered.